Manufacturer narrative:
The involved genesys matryx interference screw is not expected for evaluation, as it was reported that it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported screw slipping out of the tibia was unable to be determined. This device was manufactured on 15-jun-2015 in a lot of (B)(4) units. (B)(4). A review of the device history record showed no anomalies or non-conformances during the manufacturing process that could have caused or contributed to the reported breakage. There have not been any other complaints reported for this device and lot number combination. There have not been any previous adverse events reported for this device during the past 2 years. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The genesys matryx interference screw is a single use, sterile device. The genesys matryx is a threaded, cannulated, bioabsorbable interference screw composed of high strength polylactide copolymer and beta tricalcium phosphate. Genesys matryx screws maintain an accurate position of a tendon/ligament graft. The manufacturing process preserves the high initial mechanical strength and stiffness, which allow secure fixation, in combination with appropriate immobilization/controlled mobilization for approximately 4-8 weeks following surgery. The genesys matryx screw begins absorption over approximately 15 to 24 weeks in vivo, with complete resorption within several years. Resorption also depends on patient variables. Genesys matryx screws need not be removed prior to revision surgery, if such is needed. Genesys matryx screws are sterile, non-collagenous and osteoconductive. Genesys matryx screws are intended for use in interference fixation of bone - patellar tendon - bone and soft tissue grafts in anterior and posterior cruciate ligament reconstructions. Genesys matryx screws should be used in combination with appropriate immobilization/controlled mobilization. The information for use (IFU) provides the user with the following contraindications and warnings: contraindications: insufficient quality and quantity of bone for attachment of graft. Conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing and rehabilitative period. Anterior cruciate ligament (acl) and posterior cruciate ligament (pcl) repairs which would not be appropriate for fixation with metallic screws. Warnings: until ligament healing is complete, all fixation achieved with this screw should be considered as only temporary and may not withstand weight bearing or other unsupported stresses. Premature bending, loosening, fracture or migration of the screws may result from early stress and activity. Appropriate immobilization/controlled mobilization should be used until clinical determination of ligament healing. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the screw are important considerations in the successful utilization of this device. Surgeon must choose proper screw size based on specific procedure and patient history. The screw must be fully inserted below the cortical surface to avoid protrusion and soft tissue irritation. Improper insertion technique may cause breakage of the screw and/or driver or premature failure.

Event description:
The customer reported that during an acl reconstruction with bone tendon bone graft, the doctor used a 9.20 genesys matryx interference screw and a 7x20 genesys matryx interference screw. The doctor reported that the patient had harder than usual bone. After surgery was completed, the patient was being adjusted to put into a brace when a "pop" was heard. The patient was put back to sleep and the surgeon reopened the surgical site. The 9x20 genesys matryx interference screw and graft had slipped out of the tibia. The screw was removed. The graft and another of the same size/model screw was re-implanted. The doctor also elected to replace the femoral 7x20 genesys matryx interference screw with a larger 8x20 genesys matryx interference screw to be safe. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.